Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that cardiosave intra-aortic balloon pump (iabp) unit is down.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11 corrected field: b5, e1 initial reporter name, email address, e3 occupation, h6 health clinical and impact code. Additional information: contact person phone number is (B)(6). Getinge field service engineer (fse) checked the device, could not find any problems with the pump. Problem not verified. Fse replaced screw kit, cardiosave pm schedule b as part of pm.

Event description:
It was reported by the customer that cardiosave intra-aortic balloon pump (iabp) unit is down. No harm reported.